Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced right sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was suspected by the patient, and later confirmed by a physician. As a result, the device was replaced with a 275cc mentor memorygel breast implant on (B)(6) 2019.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 10/21/2019. The investigation of the returned device was completed by the failure analysis lab on 11/4/2019. A manufacturing record evaluation (mre) was performed for the finished device number 7487336, and no non-conformances related to the reported complaint were identified. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).